Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg has moved since implant and is now superficial to the skin and is bulging outward. The ipg has been moving since implant but only recently began bulging. The skin is not opened. The ipg site is very painful at all times, tender to the touch and it is difficult for her to move due to the pain at the ipg site. Follow up with a physician is pending.